Event description:
During routine ventricular stimulation @ rv approx. Ventricular flutter initiated. Defibrillator charged to 360 asych & as soon as patient lost consciousness discharged to attempt to reout rhythym, but defibrillator did not d/c instead blew out the charge function, so devicer is disabled & patient in vf. CPR started. Second device brought to lab and attempt to defib. Via r2 plate. R2 plate is not working. Recharged lifepak 10 to 360 & trnsthoscisic d/c convert patient to sinus brady. Backup v-pace. B/p 180 range. Patient alert and stable & v/s stable. Returned to room via doctor and ep nursedevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.